Event description:
Philips received a complaint by the customer on the v60 indicating that the devices bezel access button is not responding to touch and will not access service mode. Requesting parts ID for the replacement accept button circuit board. It was reported there was no patient involvement at the time the issue was discovered. The rse provided parts ID for a switch printed circuit board assembly (pcba), the customer disassembled the bezel and found that the wiring harness connector going to the pcb was not connected. After re-assembling the bezel and performed the controls test, the accept button was functional. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.